Event description:
This unsolicited device case from (B)(6) was received on 12-may-2016 from a physician (orthopaedist). This case concerns male patient of unknown age who developed right gonarthritis and had fluid retention in the knee after receiving treatment with synvisc. The underlying condition was gonarthrosis. No past drug was reported. The concomitant medication was loxoprofen sodium (loxonin) for pain relief. On (B)(6)-2016, the patient initiated treatment with 1st dose of the 2nd course of intra-articular synvisc injection at a dose of 2 ml weekly (batch/ lot number and expiration date: not provided) into right knee for pain relief. On (B)(6)-2016, the patient received the second dose of synvisc injection into the right knee. On (B)(6)-2016, the patient received the third dose into the right knee and after the injection, the patient developed right gonarthritis. The patient had pain and fluid retention in the knee and had difficulty in bending the knee. The same day, the patient initiated treatment with ketoprofen (mohrus) tape l for the event of right gonarthritis. It was reported that the treatment with synvisc was discontinued because of gonarthritis. On (B)(6)-2016, the patient was recovering from right gonarthritis, though mild swelling remained. No steroid had been administered for the event of right gonarthritis. Corrective treatment: not reported for fluid retention in the knee. Outcome: recovering for right gonarthritis; unknown for fluid retention in the knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Diagnosis: right gonarthritis (gonarthritis). Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable.

Event description:
This unsolicited device case from (B)(6) was received on 12-may-2016 from a physician (orthopaedist). This case concerns male patient of unknown age who developed right gonarthritis and had fluid retention in the knee after receiving treatment with synvisc. The underlying condition was gonarthrosis. No past drug was reported. The concomitant medication was loxoprofen sodium (loxonin) for pain relief. On (B)(6) 2016, the patient initiated treatment with 1st dose of the 2nd course of intra-articular synvisc injection at a dose of 2 ml weekly (batch/ lot number and expiration date: not provided) into right knee for pain relief. On (B)(6) 2016, the patient received the second dose of synvisc injection into the right knee. On (B)(6) 2016, the patient received the third dose into the right knee and after the injection, the patient developed right gonarthritis. The patient had pain and fluid retention in the knee and had difficulty in bending the knee. The same day, the patient initiated treatment with ketoprofen (mohrus) tape l for the event of right gonarthritis. It was reported that the treatment with synvisc was discontinued because of gonarthritis. On (B)(6) 2016, the patient was recovering from right gonarthritis, though mild swelling remained. No steroid had been administered for the event of right gonarthritis. Corrective treatment: not reported for fluid retention in the knee outcome: recovering for right gonarthritis; unknown for fluid retention in the knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required diagnosis: right gonarthritis (gonarthritis) reporting orthopedist's seriousness assessment: serious (medically significant) reporting orthopedist's causality assessment: highly probable additional information was received on (B)(6) 2016. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Based on additional information received on (B)(6) 2016, this case initially considered serious was downgraded to non-serious as the seriousness assessment for "right gonarthritis" was updated from "serious (medically significant)" to "non-serious". This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician (orthopaedist). This case concerns a (B)(6) male patient who developed right gonarthritis and had fluid retention in the knee after receiving treatment with synvisc. The underlying condition was gonarthrosis (onset date, unknown; k&l grade, unknown for both knees). No past drug was reported. The concomitant medication was loxoprofen sodium (loxonin) for pain relief and rosuvastatin calcium (crestor) for dyslipidaemia. The concurrent conditions included dyslipidaemia. The patient had no history of adverse drug allergy. The patient had no signs of systemic (non-articular) infection before synvisc treatment and no history of combined therapy. It was reported that before synvisc therapy, the patient engaged in daily activity that would strain the knees. On (B)(6) 2016, the patient initiated treatment with 1st dose of the 2nd course of intra-articular synvisc injection at a dose of 2 ml weekly (batch/ lot number and expiration date: not provided) into right knee for pain relief and gonarthrosis. It was reported that no joint fluid retention was noted prior to the injection. On (B)(6) 2016, the patient received the second dose of synvisc injection into the right knee. On (B)(6) 2016, the patient received the third dose into the right knee. As on the same day, (15 days after treatment), the patient had fluid retention in the knee. It was reported that no joint fluid retention, skin disease around the joint, or intra-articular infection was noted, but intra-articular inflammation symptom of the knee was observed prior to the injection. The patient had pain in the knee and had difficulty in bending the knee. It was reported that dispo needle and sterilized glove were used. No leakage of synvisc solution from the joint was noted. It was reported that the details on localized resting performed by the patient after the injection and the resting time were unknown (no possibility that reduction of pain increased activities). Reportedly, as for the left knee, no joint fluid retention, skin disease around the joint, intra-articular infection, or intra-articular inflammation symptom of the knee was noted prior to the injections of synvisc. The same day, (15 days after starting treatment with synvisc) the patient developed mild right gonarthritis. The same day, the patient initiated treatment with ketoprofen (mohrus) tape l for the event of right gonarthritis. It was reported that synvisc was not readministered. On (B)(6) 2016, the patient was recovering from right gonarthritis, though mild swelling remained. No steroid had been administered for the event of right gonarthritis. Corrective treatment: not reported for fluid retention in the knee; ketoprofen (morphus) tape l for right gonarthritis. Outcome: recovering for right gonarthritis; unknown for fluid retention in the knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required diagnosis: right gonarthritis (gonarthritis). Reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: highly probable. Reporting orthopedist's comment: - other than synvisc, no possible causative factor for the event was identified. - reasons why synvisc was chosen for the patient: poor effects of other intra-articular hyaluronan injections, non-advanced age patient additional information was received on (B)(6) 2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2016 from an orthopedist. The patient's age was added. The patient's medical history, concurrent condition and concomitant medication (rosuvastatin calcium and loxoprofen sodium) were added. The additional indication (gonarthrosis) of suspect product was added. The reporter's seriousness assessment for "right gonarthritis" was updated from "serious (medically significant)" to "non-serious". Reporter's comment was added. Clinical course updated and text was amended accordingly.